Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed denovo lesion was located in a severely tortuous and severely calcified left superficial femoral artery (sfa). The first and second inflations performed with the 2mm x 20mm x 143cm sterling es monorail balloon catheter were performed at 6 atms. Upon the third inflation with the balloon at 6 atms, the balloon ruptured. The procedure was completed with another same device. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).